Manufacturer narrative:
(B)(4). Evaluation: results: (no root of the event can be determined based on info available). Device evaluation: the device was returned bent and wavy. Crimp impressions and the proximal pillow were evident on the balloon. The distal tip was damaged. The stent was also returned, two segments intact and the remaining segments were bunched and deformed.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 8 mm length driver rapid exchange (rx) coronary stent in a pt. After trying to deploy it for a third time to the mid left anterior descending, the physician noticed that the stent was no longer on the balloon. The stent was found on the sterile field. No clinical sequelae were reported.